Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch/lot: 20990316.

Event description:
It was reported that the patient experienced inadequate stimulation and did not want the stimulator any longer. The patient underwent an explant procedure, and the explanted devices were not released by the facility.